Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system smelled like it was burning. It was noted that the patient had been using the products for more than 90 days.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. A bd purewick urine collection system was returned. An in-house external power cord was used for testing. There was light and sound indicating function. Once the device was opened up, there was no residue on the base or the rim and it was relatively clean. There was no presence of burn damage or burning smell during the evaluation. The device did not fail to meet relevant specifications. The product was used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The DHR review was not required as the investigation was unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the purewick urine collection system smelled like it was burning. It was noted that the patient had been using the products for more than 90 days.